Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 330 mg/dl after consuming a larger-than-usual carbohydrate meal while only announcing a typical meal and pausing insulin delivery. The user was wearing a continuous glucose sensor and subsequently un-paused insulin and completed a supply change with coaching. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included self-management without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education on meal announcement and insulin delivery. Investigation of this case revealed use error related to under-announced carbohydrates and a paused insulin state contributing to the high glucose. It was concluded that the device functioned as designed and the event was attributable to user-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.